Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one original lead was disconnected due to ineffective stimulation and remains implanted. Physician implanted a new lead which is connected to the ipg with the second existing lead. No intervention is planned to remove the lead. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000121180. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.